Event description:
Rotobladed 2 80% left anterior descending lesions, stented both, 10mm tip of wire fractured off during procedure and left in distal part of left anterior descending. No treatment needed. Pt discharged to home. Dx - "ahd".